Manufacturer narrative:
Controls were run before and after this incident. Controls are run once every morning. Service did not evaluate this instrument. Data files were analyzed to investigate this event. A review of the data identified that the neutrophil population was elongated. This was borderline to generate an instrument generated "imm ne 2" flag, a flag for immature neutrophils. The flagging preferences were set to 2222, which is mid-level for all flags. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported the coulter lh 780 hematology analyzer reported erroneous differential reports for one sample with blasts and immature cells on (B)(6) 2008. This event was identified when there was a discrepancy between the automated differential from the lh780 and the results of a manual differential using a blood smear. No erroneous results were reported out. There was no death, injury or change to pt treatment as a result of this event.